Manufacturer narrative:
The following devices were also listed in this report: trident psl ha solid back 50mm; cat# 540-11-50e; lot# 66067804. 6.5 cancellous bone screw 50mm; cat# 2030-6550-1; lot# 5h58nm. Delta c-taper head 36mm -2.5; cat# 18-36-3; lot# 46835902. Ti sleeve for alumina head; cat# 17-0000e; lot# 5r2mkn. Size 3 accolade ii 132 deg; cat# 6720-0330; lot# 65161405. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device available for evaluation? Device not available.

Event description:
The dr reports the patient status: post left total hip replacement who had the implants removed and an antibiotic spacer placed back on (B)(6) 2019 due to an infection is now ready for re implantation of components. The dr. Chose restoration modular and mdm bearing for re implantation. Components were implanted per surgical protocol. The dr. Was satisfied with stability and leg length. Procedure was performed without incident. No further information is available. Update 02/august/2019: spoke to rep. No sales rep was present for the (B)(6) 2019 stage 1 revision. Implant sheets were available from the patient's (B)(6) 2018 revision. This pi is now for the stage 1 revision on (B)(6) 2019.